Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported when surgeon connected cassette to the machine to start the operation, small bubbles frequently appeared in the vitreous cavity at the perfusion head during intraocular pressure compensation perfusion while performing the vitrectomy procedure. Since the patient was an aphakic eye, the bubbles gathered under the anterior cornea, which seriously affected the visual field of the operation and increased the difficulty of the operation. The surgeon also found a large number of small bubbles in the filling pipeline with automatic filling valve. The bubbles poured into the pipeline from the green interface of the cassette. All pipelines were closely connected without air leakage. The whole operation was only delayed for 30 minutes and rest was normal. The patient returned to the ward smoothly after the operation with no harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. No product was returned for evaluation, but a photo provided confirmed, that bubbles were present in the infusion line, during operation. While the photo confirmed, the presence of bubbles in the infusion line,.the root cause of the defect complaint could not be established, as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified, that all required tests have been performed and all acceptance criteria are met prior to release. Complaints are continuously monitored to identify product and/or process areas where debris and hair is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper personal protective equipment (ppe) and maintaining clean work areas. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).